Manufacturer narrative:
This is a duplicate of manufacturer reference number 3010536692-2021-00308. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient has pain and states that the neck appears flat and out of socket by 9 mm.